Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.